Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, in the patient's right eye (od) on (B)(6) 2012. The reporter indicated lens opacity (anterior) was first observed on (B)(6) 2017 and the lens was explanted due to low vaulting on (B)(6) 2017. The lens was exchanged for a longer lens. The patient had additional symptoms - mild blurring. The reporter indicated the cause of the event was unknown.